Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing low respiration and bradycardia during a trial procedure. The trial procedure was aborted. No medication was provided, just some respiration. It was believed that the event was procedure related. The patient was reportedly stable in recovery.